Manufacturer narrative:
Integra has completed their internal investigation on january 12, 2018: results: DHR review; unable to review the applicable DHR as the lot no. Was unavailable. Complaints history; including this complaint, the complaint rate for product family monopolar insulated tube for the past 12 months is (B)(4) complaints /product uses. Conclusion: a complaint investigation (failure analysis) and determination of root cause is not possible as the complaint could not be verified due to lack of sample.

Event description:
It was reported that the instrument went under 1 or 2 cycle of sterilization and started losing its shape, rotating device got stuck, insulating cover over the shaft started expanding from the actual length, insulating cover started having rough humps over the entire shaft, metal part started changing color. No patient contact or injury reported.

Manufacturer narrative:
The following MDR medwatch numbers: 2523190-2017-00162, 2523190-2017-00163, 2523190-2018-00007, 2523190-2018-00008, 2523190-2017-00161 were submitted in error. Documentation review of our risk management files confirmed the reported failure mode as non-critical and within the acceptability range. Integra has recently undergone a restructuring of our complaint department. Subsequent restructuring has led to a more vigilant oversight in the complaint risk review process. While performing the complaint closure process it was noted the risk was incorrectly assigned. As a result, we have retrained all parties involved.